Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called because after doing a set change, leaks started from the end of tubing and continued after the fill tubing process. The customer's blood glucose was 194 mg/dl. Troubleshooting was completed. The customer was advised to change the reservoir and infusion set. The insulin pump will not be returned for analysis.